Manufacturer narrative:
The subject device was returned and visually evaluated. The barrel insert at the distal end of the device was found to have detached from the cannula assembly and was not returned with the device. The tabs that hold the barrel insert in the cannula had been crimped, however, it appears that forces applied to the device during use resulted in the barrel insert being expelled. Components of the device were noted to be damaged from applied force. The guide wire and back up tabs were both significantly bent. A review of the manufacturing records found no anomalies. Based on the available information the reported problems experienced by the user resulted in suboptimal performance and damage to the device components. A definitive root cause for the problems experienced cannot be determined at this time. The instructions-for-use (IFU) supplied with the device states, "if the fastener does not deploy properly, remove the device from the patient and test the device in gauze to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." It is not known at this time if the component came free within the body or later after it was removed and user attempted to clear the jam. If more information is obtained a follow up report shall be filed. The information provided by bard represents all of the known information at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Information as reported by the user facility: it was reported that during a laparoscopic hernia repair with an unknown mesh, the optifix fixation device only deployed 15 fasteners. Another optifix device was used to complete the case. There was no patient injury reported as a result of the problem experienced. When the sample was returned it was noted that at the barrel insert which is located at the distal tip of the device was missing.